Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2021, the patient had seven zephyr valves implanted in the right lower lobe. A chest x-ray showed significant volume loss of the right lower lobe with hours of the procedure. The patient then developed a symptomatic, right pneumothorax about 12-18 hours after the procedure and a large bore chest tube were placed. The patient improved and remained stable, back to his pre-procedure respiratory status, with good tidaling within the chest tube and an active expiratory leak with passive expiration. On (B)(6) 2021, the patient developed acute respiratory insuficiency and pressor-dependent shock. The chest tube was not tidaling and there was no air leak. A thoracic ultrasounds showed absence of sliding lung throughout the anterior right hemithorax. The chest tube was flushed with no resulting air leak. A small bore chest tube was then inserted with air leak evident. Another thoracic ultrasound showed persistent pneumothorax, and a second chest tube was inserted, with air leak evident. Despite supportive therapies with vasopressors and invasive ventilatory support, the patient continued to decline and passed away on (B)(6) 2021. No autopsy was performed. According to the physician, the patient developed obstructive shock secondary to tamponade physiology related to the tension pneumothorax. The death summary states cause of death as respiratory failure.